Event description:
It was reported that the epic team had determined the probability of a dose change in the epic system. It was later reported that the customer mentioned, "I thought I previously responded that we figured out these issues and they were user error/training issues." There was patient involvement however harm was unknown. Although requested, further information was not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.